Event description:
The patient was reportedly "elbowed" during a game. This reportedly led to swelling. In addition, the patient experienced intermittencies with his internal device. Surgery to explant the patient's device will be scheduled.